Manufacturer narrative:
Product complaint:(B)(4). A manufacturing record evaluation was performed for the finished device lot number me5288, and no non-conformances were identified. Three unopened samples of product code vcp719, lot me5288 were returned for analysis. The product code is control release and required three strands per packet. The complaint sample was not received for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened and contains three strand each. The swage and attachment area of needles were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force results meet the customer requirements. Per the condition of the samples, no performance pull off suture needle was found. Representative samples returned to support investigation of 2 device issues captured in report 2210968-2019-85101 and this 2210968-2019-85154. Analysis results have been included in follow-up reports for each.

Event description:
It was reported that the patient underwent a total knee replacement procedure on (B)(6) 2019 and the suture was used. It was reported that the pop off suture when being loaded just falls off. There were no patient consequences reported.

Manufacturer narrative:
Representative samples returned to support investigation of 2 device issues captured in report 2210968-2019-85101 and this 2210968-2019-85154. Analysis results have been included in initial reports for each.